Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that on the first day of ilet use, the patient experienced prolonged hyperglycemia with readings reported as high for several hours, followed by a decline in glucose to the mid-90s mg/dl that prompted concern for potential hypoglycemia; insulin was briefly paused by the caregiver, and 15 g of fast-acting carbohydrates were given, after which glucose rose to 106 mg/dl. Symptoms included concern for low glucose without reported clinical manifestations such as dizziness or loss of consciousness. Outcomes included no medical intervention, no ketone testing, no back-up therapy, and no assistance required. Investigation included review of device data and user report, with education provided on system behavior and appropriate treatment of impending lows. Investigation of this case revealed that the initial automated correction dosing on the first day, starting from a glucose over 400 mg/dl, likely contributed to the subsequent lower readings; device functionality was explained, including automatic suspension of dosing when glucose is low and trending down, and no device alarms or malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear hyperglycemia followed by a conservative response to potential hypoglycemia, without evidence of device malfunction.